Event description:
It was reported to siemens that an artis one system ceased operation during a procedure. The system was not able to be rebooted and the procedure was unable to continue. The patient was relocated to another system and we are not aware of any adverse health consequence.

Manufacturer narrative:
The technical investigation is still ongoing. The root cause for the event has not yet been determined. A supplement report will be filed upon completion of the investigation. This incident occurred in (B)(6).